Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (20.0 mg/ml at 7.359 mg/day) and bupivacaine (10.0 mg/ml at 3.679 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient experienced side effects to intrathecal medications. The patient complained of the personal therapy manager (ptm) being too strong and daytime sommulence with boluses on (B)(6) 2015. Interventions included reprogramming the pump on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as possibly related to the device or therapy, not related to the implant procedure and possibly related to the drugs morphine and bupivacaine with the drug action that caused the event being no change in drug. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the dose set for the patient to give themselves via the ptm was too high of a dose for the patient who reported that the bolus doses were causing daytime sleepiness.